Manufacturer narrative:
Describe event, corrected data: initial report inadvertently omitted product analysis.

Event description:
Product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The following information was received via voluntary medwatch report mw5081181 after the patient underwent generator replacement: "(B)(6) year old with history of intractable epilepsy s/p implantation of vagal nerve stimulator in 2012. She had recent increase in seizures (10-15 per day and her vagal nerve stimulator battery was found to be low. She is here today for replacement of vagal nerve stimulator battery. Nearing end of life." No other relevant information has been received to date.